Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the rep that the hp052 instrument stopped functioning during the procedure. All of the troubleshooting steps were followed, including the test tip and the device still did not work. A new instrument with the lcsk5 was used to complete the case. There was no consequence to the pt.